Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag had particulate matter. The reporter stated that during spiking with an unknown set, a "small bead of plastic" broke off into the solution. The device was empty. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation attached to an unknown set. A visual inspection identified that there was particulate matter inside the port tubing area attached to the unknown set. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.